Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris valve underwent valve-in-valve intervention after an approximate implant duration of eight (8) years due to aortic stenosis. The patient initially presented with shortness of breath and dizziness. The tavr procedure was successfully performed with a 23mm 9755rsl transcatheter valve. The patient was stable in recovery post procedure.